Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower flickering lights were observed on the upper panel, suspected as the source of a burning smell; after rebooting, the flickering persisted intermittently, and the panel remained inaccessible.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the flickering lights were observed on the upper panel. A field service engineer (fse) investigated the reported burning smell and flickering lights, identified a misaligned center connector causing a short and melted connector cap, and disconnected power and removed the lights. Fse ordered the correct wiring harness and returned to replace the harness and install two new light emitting diode (led) lights, restoring proper operation. The system functioned as intended after field service engineer repaired the device.